Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿a supraumbilical incision was made. The hernia sac was dissected out. A synthetic mesh was placed into the abdominal wall and secure it with sutures.¿ on (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralight st mesh. Per operative notes, ¿an incision was made to the anterior abdominal wall. The hernia sac was dissected out. A ventralight st mesh was placed into the anterior abdominal wall and secure it with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with chronically incarcerated incisional hernia; adhesion thereby underwent open repair with explant of ventralight st mesh and implant of biological mesh. Per operative notes, ¿a vertical incision was made over the hernia sac. The hernia sac was dissected out. There were slight adhesions which were taken down. All adhesions were removed. The old mesh was then dissected out. A biological mesh was placed into the fascia and secure this with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.